Manufacturer narrative:
E1initial reporter phone:(B)(6). Feickert, s., et al. One year clinical and safety outcome of obese patients undergoing pulmonary vein isolation for atrial fibrillation with pulsed field ablation or cryoballoon ablation a propensity matched analysis. Heart rhythm, vol 22, issue 8, aug 2025, e328 to e335. As the adverse events were reported via literature article device return for evaluation is not anticipated. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc and was not available because the adverse events were reported via literature article. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported via literature that multiple serious injuries occurred. This retrospective, propensity matched, single center study evaluated the clinical and safety outcomes of pulse field ablation (pfa) compared to cryoballoon ablation (cba) in patients with atrial fibrillation (af) and a body mass index greater than 30. The pfa patient cohort was treated between november 2022 and september 2024 and the cba patient cohort was treated between january 2020 and september 2024. Procedure summary: two hundred and forty three (243) patients with persistent af underwent pulmonary vein isolation (pvi) via cba using the polarx short tip cryoablation balloon catheter. Patients underwent the procedure under deep sedation with fentanyl and propofol. Intravenous heparin was administered to maintain an activated clotting time greater than 300 seconds. The polarx short tip cryoablation balloon catheter was advanced into the left atrium following a transeptal puncture. Time to isolation (tti) was documented from freeze initiation to cessation of pulmonary vein electrical activity. Cryoballoon energy application was guided by tti and lowest temperature. Esophageal temperature was monitored using a non-boston scientific esophageal temperature probe. Pulmonary vein occlusion was confirmed with contrast injection via the distal lumen of the polarx short tip cryoablation balloon. Event summary: of the 243 patients that underwent cba using the polarx short tip cryoablation balloon catheter twelve (12) experienced post procedural recurrence of atrial tachycardia, eleven (11) experienced post procedural recurrence of atrial flutter, and fifty three (53) experienced post procedural recurrence of atrial fibrillation. Phrenic nerve palsy occurred in three (3) patients. One (1) patient experienced a pericardial effusion which required a pericardiocentesis. No further information on the status of the patients is available.